Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was plugged in and at first was not activating when they pulled on the toggle piece to cut a branch. The system was then checked to make sure it was plugged in properly, which it was. They tried to continue with branch transection and notice a smoky tunnel when the hemopro was placed inside the leg. They then quickly noticed that the hemopro was smoking and pulled it out of the leg and immediately unplugged the hemopro. They noticed that the hemopro was red and on both side of the jaws. There was no injury to the patient during this event. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4).

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was plugged in and at first was not activating when they pulled on the toggle piece to cut a branch. The system was then checked to make sure it was plugged in properly, which it was. They tried to continue with branch transection and notice a smoky tunnel when the hemopro was placed inside the leg. They then quickly noticed that the hemopro was smoking and pulled it out of the leg and immediately unplugged the hemopro. They noticed that the hemopro was red and on both side of the jaws. There was no injury to the patient during this event. A replacement device was used to complete the procedure. The hospital did not report any patient effects.